Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise, and that it was fractured. The lead was removed. No patient complications have been reported as a result of this event.